Event description:
As reported by the marketing affiliate, a jr4 guiding catheter was prepped as normal with a saline flush and wiring of the catheter. The doctor advanced the jr4 guiding catheter into the pt and then went to remove the wire. As he did this, there was resistance and the hub of the guide came away from the shaft of the catheter. The doctor then had to remove the guiding catheter from the pt without a guidewire. The doctor then proceeded with the case with another jr4 guiding catheter. Once again, the guide was prepped as per normal. However, once it had been advanced into the pt and the doctor tried to remove the guidewire, there was resistance and the hub came away from the shaft of the catheter. Another jr4 with a different lot number was used in the pt. The device had not been resterilized. There were no anomalies noted when the device was removed from the package. No anomalies were noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. It was not pulled from the packaging by the hub. It was torqued or "steered" by the hub.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two devices associated with the reported event that was submitted under the following manufacturing number 9616099-2009-00982.